Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was defective. The vizigo was replaced with another vizigo and the procedure was successfully completed. There were no patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002045 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).